Event description:
On (B)(6) 2016 (B)(4) (con): information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that her therapy has not worked since her device was turned off on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.